Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads (from the same lot number) implanted as part of his scs system. It was reported the patient fell recently. As a result, he is feeling stimulation in the incorrect location. The patient stated he was feeling stimulation in his low back. However, he began feeling stimulation at the lead incision site. X-rays revealed the patient's leads had migrated. Subsequently, the patient underwent surgical intervention where the leads were explanted and replaced with a different model. It was also reported during the procedure, the patient's ipg was electively explanted and replaced with a different model. The patient reported effective therapy postoperative and the reported issue is now resolved.